Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a shorted capacitor, designator c553. The shorted capacitor caused the device to reset during boot-up, log multiple event codes and no defibrillation operation.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that they were unable to enter "service mode" to see what event codes were in the memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it would not detect that the therapy cable was connected and, as a result, the device could not charge in order to deliver therapy.